Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) would not fully inflate or deflate prior to the procedure. The device was not used on the patient. Another unknown mynx was used without issues. Minor delay. There was no reported patient injury. The device was inspected prior to use and no anomalies noted. When the balloon was inflated there was no leak and no tear visualized. The procedure was an aortogram with left renal artery stenting. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
This report is related to medwatch report # (B)(4). The product history review is expected but has not been completed. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. The picture analysis engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The final picture analysis engineering report is not yet available. However, it will be submitted within 30 days upon receipt. The product history review is expected but has not been completed. However, it will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This report is related to medwatch report # 3600840000-2023-8069. Complaint conclusion: as reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) would not fully inflate or deflate prior to the procedure. The device was not used on the patient. Another unknown mynx was used without issues. Minor delay. There was no reported patient injury. The device was inspected prior to use and no anomalies noted. When the balloon was inflated there was no leak and no tear visualized. The procedure was an aortogram with left renal artery stenting. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile 6/7f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Additionally, four pictures of the device were received. Per picture analysis, pictures 1 and 2 show the inner label of the product with the lot, catalog and use by date displayed. Picture 3 shows a 6f/7f mynx control device. It could be noticed that button 1 is not depressed (and button 2 could not be observed). The syringe is connected to the device with the stopcock open, the plunger it not depressed, and liquid can be seen inside. The sealant remained in the manufactured position with no exposure to blood noted. The balloon was fully deflated. Picture 4 shows a close up of the sealant and balloon area. The sealant remained in the manufactured position with no blood exposure. The balloon is fully deflated. No other anomalies of the product could be noticed during picture analysis. Per product evaluation, visual inspection of the device showed that both button 1 and button 2 were not depressed, and the stopcock was found opened. The sealant was present in the manufactured position, fully covered by the sealant sleeves. Additionally, the syringe was returned attached to the device; however, the related catheter sheath introducer (csi) was not returned with the device for this analysis. The inflation lumen showed evidence of saline substrate agglomerated inside the lumen. Functional testing was executed using a cordis lab syringe; nevertheless, the balloon could not be inflated due to a rupture observed on the balloon¿s surface. Additionally, no flow of water could be induced to the balloon, and it was concluded that it was possibly attributed to the saline substate observed allocated in the inflation lumen. Per microscopic analysis, a magnified visual analysis of the balloon surface was executed to identify the possible cause of the reported event, and a longitudinal rupture was identified in the body of the balloon. The product history record (phr) review of lot f2315101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿balloon-inflation difficulty¿ and ¿balloon-deflation difficulty¿ were confirmed through analysis of the returned device due to the issues experienced with the balloon. Additionally, a condition of ¿balloon-balloon loss of pressure¿ was noted during the analysis of the returned device due to the longitudinal rupture. However, the exact cause of the longitudinal rupture found could not be conclusively determined during analysis. Based on the information available for review and product analysis, the inflation/deflation difficulty experienced by the could be due to the rupture found in the returned device. Although, it is difficult to determine what factors may have contributed to the longitudinal rupture noted, especially since this condition was not reported by the customer. However, as this issue was found during prep, handling factors during prep are possible. According to the IFU during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ based on the phr review, the picture analysis, and the product analysis, this is no indication that the reported failure and observed condition could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.